Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly. Device available for evaluation, returned to manufacturer on: 3/17/2020. Device evaluation: the lens returned cut in half into a specimen container. The condition observed is consistent with a lens that has been cut due to ¿iol removal or explant¿ surgical process. Visual inspection using magnification was performed. Both lens haptics were observed in good shape. The diopter measurement could not be performed due to the condition of the lens returned (cut). There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2019-(B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct400 22.0 diopter intraocular lens (iol) was explanted from the patient's right eye due to the patient having 2 diopters of residual cylinder. Target refraction -0.18, post-op refraction -1.50 2.00 x 126, uncorrected visual acuity (ucva) 20/40, best corrected visual acuity (bcva) 20/25, lens location eight degrees. Through follow-up, it was learned that the lens was replaced with a different model lens zcu300 with a 22.0 diopter. No additional information was provided.